Event description:
It was reported that the procedure was to treat a lesion in the internal carotid. There was no tortuosity and no calcification. The emboshield nav6 was prepped and deployed correctly; however, during the attempt to pull back the delivery catheter, the delivery catheter seemed to pull the filter downwards, toward the lesion site. Eventually, the delivery catheter was removed from the filter wire without moving the filter anymore. It was noted that the physician was aware of the 1.5 centimeter gap needed between distal end of the stent and proximal marker of the filter, but there was still enough space to deploy the stent (between 1cm - 1.5 cm). There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty removing the catheter and filter migration could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It was reported that when the an attempt was made to remove the delivery catheter, the filter element pulled down and was within 1cm to 1.5cm from the lesion site. It should be noted that the instructions for use states: ensure that there is enough distance between the proximal tip of the filtration element and the most distal tip of any interventional device to be introduced over the filter delivery wire to avoid contact during the procedure. In this case, it does not appear that the failure to follow the instructions for use contributed to the reported difficulties.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.